Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a set of large pads were leaking water from the tubing. Subsequently, the pads were replaced with a second set of large pads and therapy was resumed without any further issues.

Manufacturer narrative:
The reported issue was unconfirmed. During visual evaluation, the pad was reviewed to evaluate the trim pattern, which was found with the correct trim pattern. The plastic tube was found completely assembled, covering the total of clamping rings on the plastic connector and manifold connector. The foam was found free of damages, tears or perforations, and the seal between the manifold connector and pad was found completely sealed. The energy connector was found free of damages. According to the test method, the flow rate was found acceptable. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "¿5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a set of large pads were leaking water from the tubing. Subsequently, the pads were replaced with a second set of large pads and therapy was resumed without any further issues.